Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was full. A field service engineer (fse) performed a factory re-image of the hard drive, set it up, and began data synchronization to resolve the issue. Monitoring of the data synchronization was handed off to our technical support center representative. The fse tested in hardware test application and was successful. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error while user logging into station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.